Event description:
Customer reported an insulin drip was connected to a smartsite valve on the primary of normal saline. The male luer on the insulin set and the smartsite y-port on the normal saline administration broke. Customer reported blood loss and a decrease in the pt's hemoglobin level was identified when routine blood tests were performed at 06:00am. The pt's hemoglobin level was 13.7 and decreased to 12.8. No medical intervention was required for the decrease in hemoglobin. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the sets have not been received. A f/u report will be submitted with failure investigation results should the device be returned for eval.